Event description:
The problem with this product was identified during a demonstration (blood from a pt was not in the syringe). Once the needle was attached to a 10cc syringe, the "needle" was inserted into a 7 cc or larger vacutainer tube. When the "needle" was withdrawn from the vacutainer tube, the entire rubber stopper on top was pulled off with the needle. The same thing happened in 1992 when this item was "trialed."